Event description:
(B)(6) study. It was reported that there was a jet around the device. On (B)(6) 2018, a left atrial appendage (laa) closure procedure was performed. A watchman access system (was) was positioned and a 31mm watchman flx laa closure device & delivery system (wds) were used. The closure device was successfully implanted in the patient with complete laa seal and deployed device diameter of 23.0 mm. Prior to the procedure, 81 mg aspirin and 5 mg apixaban were administered to the patient. On (B)(6) 2018, the patient was discharged with aspirin and apixaban. On (B)(6) 2018, the patient came in for their 45 day follow up procedure. It was noted that there was a 3mm residual jet around the study device. On (B)(6) 2019, the patient presented for their 12 month follow up visit and underwent transesophageal echocardiogram (tee) which revealed 55% left ventricle ejection fraction (lvef), a well seated device with no thrombus and no leak with size of largest residual jet around device as 2mm. However, the tee imaging was reviewed and evidence was found of a persistent small peri-device leak. The patient was hospitalized and embolization coils were deployed to the area behind leak until no further flow was noted on ultrasound. Intracardiac echocardiography were performed to guide transseptal catheterization and to confirm the placement of embolization coils which were deployed without difficulty. Post procedure, the patient complained about mild positional lightheadedness which was unchanged from recent investigation and chronic lower extremity swelling. However, no loss of consciousness was observed. EKG revealed sinus rhythm with rate at 76 and first degree av block. At the time of event, the patient was on aspirin, apixaban and clopidogrel. The event was considered to be resolved that same day. On (B)(6) 2019, the patient was discharged and recommended to follow up with primary care physician for gastroesophageal reflux disease (gerd).